Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when loss of capture on the lv lead was observed. Lead dislodgement was suspected. The lead was explanted when repositioning was not successful. The condition of patient was stable after the procedure.